Event description:
New information states that the device was explanted and replaced. Patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving a vibratory alert. Upon review, premature battery depletion was observed. Patient was asymptomatic and has never received therapy since device implant. Device replacement was recommended. No further information was provided.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.